Manufacturer narrative:
The reported malfunction of "lines on display" was not replicated or confirmed. The lcd color display cable was replaced as a precaution. The reported malfunctions of "defib fault 72" and "defib fault 76" were observed and attributed to a faulty resistor on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. The device also displayed lines and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.